Manufacturer narrative:
The reason for this revision surgery was to address the development of scar tissue after 10 months and 9 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 5 prior complaints reported against this part; this is the second complaint against this lot number. The complaint history does not indicate an adverse trend. This complaint was not associated with any product issues and is deemed as non-product related. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having scar tissue.